Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia and insulin pump alarmed with pump error. The customer¿s blood glucose level was 51 mg/dl. Customer reported that they treated for low blood glucose with orange juice. Customer declined to troubleshoot for low blood glucose. Customer was using auto mode feature at the time of low blood glucose event. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer reported that the fill cannula was recorded in the daily history. Customer was performed self test and the test was passed. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.